Event description:
It was reported that the communicator power cord that connect to the outlet had some visible damage which was melting. The patient had stated that the communicator was fine but only the power cord had some anomaly. A boston scientific company representative advised the patient to disconnect the power cord. The communicator issue was not resolved. A new power cord with a return label were sent. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.